Event description:
The customer reported an issue with the pump's touchscreen not responding, causing them to be unable to interact with the device. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer attempted a pump reset with guidance from technical support but was unsuccessful. They opted to use multiple daily injections (mdi) as backup therapy, were instructed on how to put the pump in storage mode and agreed to return the non-functional pump using a prepaid label within 10 days.